Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of connection occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was evaluated, and the allegation was confirmed. The root cause could not be determined. No injury or medical intervention was reported

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and passed. A voltage test was performed, and it passed. A pairing test was performed, and it passed. The log was downloaded and reviewed finding an error related to the complaint. The allegation was confirmed. The root cause could not be determined. No injury or medical intervention was reported.